Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and determined there was blood in the barb fitting, and removed the fitting to clean out the blood to resolve the issue. The unit passed all functional and safety checks to factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure.there was no harm or injury to the patient and no adverse event was reported

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed an autofill failure.there was no harm or injury to the patient and no adverse event was reported.